Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for unknown indications. It was reported that the patient felt a ¿shocking¿ sensation at times while the stimulation was in use and the implantable neurostimulator (ins) battery life was draining quicker than usual. The factors that might have led or contributed to the issue were unknown. The patient was scheduled to meet with the rep on (B)(6) 2018 for troubleshooting, so the issue was not resolved at the time of the report. Surgical intervention was not planned and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the shocking and battery draining was undetermined. The patient was scheduled for a battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the customer discarded the referenced device and it will not be made available. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the battery replacement was scheduled for thursday, (B)(6) 2018. There were no further complications reported or anticipated.